Event description:
It was alleged that the scope had a black ring around the picture and then became foggy. It was reported that 10% of the case had to be completed without the scope (blind surgery). It was also reported that the pt was doing fine after the follow up exam.